Event description:
New information received indicates that programming was performed on (B)(6) 2026, and the patient's condition remained stable afterward.

Event description:
It was reported that during a remote follow-up, undersensing was noted on the patient¿s insertable cardiac monitor (icm). Programming changes were discussed, and the device will continue to be monitored remotely. The patient¿s condition remained stable.